Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed that the y-site clearlink was crushed. Functional testing was performed including clear passage and pressure testing which revealed a leak due to a crushed y-site. The reported condition was verified. The cause of the condition was due to an incorrect product placement within the blister cavity causing the sealing mold machine to press the clearlink y-site during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at the injection port (clearlink component). This was observed during patient infusion of normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.